Event description:
Saf t holder device needle broke off into PICC (peripherally inserted central catheter) hub. When drawing labs from PICC (peripherally inserted central catheter), needle found to be broken when removed from hub.